Event description:
A patient reported experiencing inaccurate low results with a one touch basic original meter. The patient's blood glucose results were 90 mg/dl (meter), 167 mg/dl (lab). Tests were done within < 10 minutes with a difference of 40%. Patient did not experience any adverse events. No further information has been reported. Customer has cleaned meter with "water and alcohol".